Event description:
A non-healthcare professional reported that following insertion of the intraocular lens (iol), a central linear wrinkling/posterior capsule opacification (pco) that started within a few weeks and seems to be limiting vision to 20/25-20/30 and did not have significant improvement with prescription (rx) or other eye pathology to explain. The one with both eyes were bothered by glare and light sensitivity in all lighting situations. The doctor did not have any plans for a yag (yttrium aluminum garnet) on these yet since they were only a couple of months post operative.there are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. The IFU states that some visual effects may be expected due to the superposition of focused and unfocused multiple images, these may include some perception of halos, radial lines around point sources of light(starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal iols, there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).